Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy, indicating a failure of the needle mechanism. The pod was not worn, and the blood glucose (bg) levels were unaffected.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. No drive stall or timeouts were observed in the original download data. The download data showed that a rotational sensor malfunction occurred. However as the pod was returned deployed it could not be conclusively determined if the rotational sensor malfunction prevented the pod to deploy. The download data showed a rotational sensor malfunction. The rotational sensor read open when it should have read closed. It could not be conclusively determined if the malfunction contributed to the reported symptom code. The drive mechanism was inspected and contamination was found to the commutator cap. It could not be conclusively determined if the contamination contributed to the malfunctions.